Event description:
The pt was involved in a car accident which caused trauma to the pocket which then led to an infection. The device had not been charged in six months; it was unable to be interrogated. The hcp decided to change the device and move the pocket to the other side due to the infection and lack of interrogation; 40 cm extensions were connected to the existing extensions to allow the move to the other side. No action was taken with the implanted leads. An impedance check of the leads showed them to be fine. The old device was discarded. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.